Event description:
Additional information: it was reported that the patient had 2 units of packed red blood cells with good response. The patient underwent upper endoscopy with push and colonoscopy on (B)(6) 2019 which did not reveal any source of bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on vad support and no further issues have been reported. A direct relationship between the device and the reported event could not be determined. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: the site of the gi bleeding was not identified. The patient received a blood transfusion (the actual number of units was not provided).

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 month, 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was getting routine lab work for follow up clinic visit revealing hemoglobin level of 4.7. The patient was then admitted to the emergency department for further evaluation. At the time of event, the patient was taking aspirin and warfarin.